Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after leaving the procedure room, the patient's implantable cardioverter defibrillator (ICD) failed to convert an induced arrhythmia. External patches were used to return the patient to sinus. The ICD was explanted and the patient was in stable condition.

Manufacturer narrative:
The reported event of output anomaly could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.